Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The sample consisted of one dual catheter which came inside a plastic bag. The sample presented signs of use. Visual inspection was performed and it observed that the catheter did not present any issues. In order to confirm the reported problem the adapters were reviewed and did not reveal issues. An ishikawa diagram was used to determine the potential causes for this event and the manufacturing process for this product was reviewed. During evaluation, it was observed that the manufacturing steps and activities are appropriate and the applicable procedures are clear enough and contain controls in order to prevent a deviation. The reported condition has not been confirmed. Based on all gathered information, the most probable root cause for this event can be considered as costumer misperception. No trends and no triggers have been identified, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak at the exit site. The catheter was removed and replaced with a new one. There was no harm to the patient.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states there was a leak at the exit site. The catheter was removed and replaced with a new one.